Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted on (B)(6) 2015 with an elevated white blood cell (wbc) count. Cultures of the lvad driveline and an unspecified abdominal wound were positive for achromobacter. An incision and draining of the wound was performed on (B)(6) 2015 by the cardiac surgery team at the bedside and purulent drainage and a lot of clots were removed. The wound was thought to most likely be isolated and not connected to the driveline. It was documented that it stemmed from a previous debridement. The patient was treated with antibiotics and his wbc ranged from 18.8 to 16.4 x10^9 cells/l with treatment. At admission, the patient also had a supratherapeutic international normalized ratio (inr) of 3.6 and a hemoglobin level of 7.3 g/dl. He was transfused with 2 units of packed red blood cells and his coumadin was held on (B)(6) 2015 for an inr of 3.7. No site of origin for the bleeding was reported and a stool guiac was negative. On (B)(6) 2015 he received another unit of packed red blood cells for a hemoglobin of 8.0 g/dl and he was started on arnesp. His inr trended down from 3.7 to 1.7 and his coumadin was restarted. He was discharged to a skilled nursing facility.

Manufacturer narrative:
A root cause for the reported event could not be determined through this evaluation as the pump remains in use supporting the patient. The instructions for use lists infection as a potential adverse event associated with use of the heartmate ii lvas. A review of the device history record revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that on (B)(6) 2015, the patient was on cipro/zosyn and his inr was 9.1. The patient denied any bleeding and reported that he felt at baseline. There were no signs infection reported.

Manufacturer narrative:
Approximate age of device: 4 years and 9 months. The patient remains ongoing and continues on lvad support. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.